Manufacturer narrative:
No display anomaly noted during our testing and properly displayed during displacement and self test. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a display anomaly. It was reported that the screen appears to be upside down, and oftentimes is not able to read the screen. The customer's blood glucose is reported to be 120.6mg/dl. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.